Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. A partial lead with distal portion measuring 38.3 cm was returned for analysis. Final analysis found external insulation abrasion breaching the outer insulation at 23.3 cm to 23.7 cm proximal to the suture sleeve tie marks, which is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.